Event description:
The customer's mother reported via phone call that the insulin pump may not be delivering insulin properly. The customer's mother reported that the customer was hospitalized within the past two months due to croup, and while in the hospital, her blood glucose level dropped to 30 mg/dl. Customer's mother confirmed that the customer was wearing the insulin pump while hospitalized. Caller also reported that the customer had ketones. Blood glucose level at the time of the call was 494 mg/dl, which was treated with a manual injection. The customer's mother also reported that the insulin pump's keypad was only intermittently responding. Customer's mother did not list any significant events leading up to this issue. The caller also reported that the insulin pump had a blank display previously. Blood glucose level at the time of the incident was over 600 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.